Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product was not returned. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an operation, the surgeon tried to attach the blade in question on the impactor, but couldn¿t. When using the 95 mm blade instead, it was attached easily. After sterilizing the 100 mm blade it was difficult to attach on the impactor if there were any misalignment between the blade and the impactor. Thus the blade attachment may have minor deviation. No surgical delay was reported, no patient harm reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. The visual inspection of the returned device performed as part of the manufacturing investigation reported the device shows signs of damage on the surface, based on these findings the cause of failure is from a plier. The device passed the required functional test successfully (03.010.410 ¿ impactor for pfna blade). The failure as per event description could not be duplicated. The pfna-ii blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected. The implant works correctly without any problems. The initial medwatch incorrectly reported ¿review of the device history records has been requested.¿ all information from the device history review was reported with the exception of the following: the manufacturing documents were reviewed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.